Event description:
It was reported that the pt underwent two-level posterolateral fusion using rhbmp-2/acs and iliac crest bone graft with concurrent laminectomy. The pt reportedly developed a seroma within the first two weeks post-op. The surgeon reportedly aspirated the fluid, obtaining "approximately 300cc" of serosanguinous fluid with a slight tinge of blood. The pt has reportedly experienced complete resolution of symptoms post-intervention.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.